Manufacturer narrative:
This rv lead was successfully replaced, and will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and displayed an increase in pacing threshold measurements. 2 lead revisions were performed due to the increased and varying rv thresholds. The decision was made to explant this rv lead, and after some complication a new rv lead was implanted. No adverse patient effects reported.